Event description:
The rptr stated that the filter was cracked, blood backed up into the central venous line and "pn" fluid was leaking onto the floor. The central venous line was flushed and the tubing was changed.